Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer lost her insulin pump and also admitted to the hospital with diabetes ketoacidosis. The customer was sick. The customer went to emergency for dehydration and pneumonia. Her blood glucose was high, she did not even know what was going on, she does not remember any of that, they kept her in the emergency room for 28 hours, then they took her in intensive care unit, she was there for 4 days, they switched her to another department and then went to rehab. When customer was in rehab doctor took her off depression medication, but she was ok but cried a lot and her mind is better and her memory is also ok. The device will be returned for analysis.